Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11 corrected fields: d5, e2, e3, g2. Additional information: event site postal code: 1(B)(6). A getinge field service engineer evaluated and did a check on the cardiosave unit and found that there are multiple instance of error 16 which points to the balloon having kink and did an interview with the user. Fse referred the issue to the application team and follow up with the report for the hospital ehor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) unit has a catheter restriction. There was no patient involvement.